Event description:
During a follow-up, out of range impedance was observed. Upon explant, insulation damage was noted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.